Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the attempt to implant the right ventricular lead, the lead exhibited high impedance. The physician repositioned the lead but the impedance remained high. The lead was then removed and replaced and the procedure was completed without further complications. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed. Analysis was normal. No anomalies were found.